Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper radiographic evaluation. The patient's dysmorphic sacrum may have contributed to the implant malpositioning.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient has a dysmorphic sacrum. During the procedure, the caudal positioned implant was inadvertently advanced into the pelvis by the installation of the middle implant. The patient did not report any pain complaints. Later that same day, a revision procedure was performed where the malpositioned caudal implant was removed for safety reasons only as there were no pain complaints. No other preexisting implants were adjusted or removed.